Event description:
Procedure: hysterectomy. According to the reporter: during the procedure on (B)(6) 2005, the pt underwent a total hysterectomy and bilateral salpingo-oophorectomy as well as a suburethral bladder sling was inserted to correct a cystocele. In (B)(6) 2005, the pt complained of an increased urgency to urinate, pain, frequent urination, and nocturia. The pt was prescribed enablex, which worked for a while. In (B)(6) 2006, the doctor told her that she had a large bulge in her vagina, diagnosed as stage IV cystocele. On (B)(6) 2006, the pt underwent a repair procedure. During this procedure, it was noted that pt had an enterocele, rectocele, and a vaginal lesion. In (B)(6) 2013, the pt was diagnosed with stage ii vaginal vault prolapse, stage ii cystocele, stage ii rectocele, and stress urinary incontinence. During the 2013 procedure, it was noted that parts of the vaginal mesh from the 2006 repair had grown into the bladder and vaginal wall so far that it was protruded through the other side. Restorelle and tvt obturator was implanted during the 2013 repair.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information received indicates the product is not a medtronic device. No further supplemental reports will be sent.